Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was driving his scooter and the left front brake allegedly locked up and threw him out of the seat.